Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 2 days of information ((B)(6) per timestamp). Abnormal low power hazard and no external power alarms were observed on (B)(6) 2024 from 7:16:59 ¿ 7:30:07 and 7:52:41 ¿ 7:52:50 while the controller was connected to the mpu. During each of these events, the relative state of charge (rsoc) and voltage values of both power cables steadily decreased. No external power alarms then activated when the rsoc values reached ~0v. The controller¿s backup battery activated as intended and supplied power to the pump in the absence of external power. The observed events are consistent with a loss of ac power to the mpu. Pump operation was not affected by the observed alarms. The mpu (serial number: unknown) was not exchanged or returned to abbott for analysis. Provided information indicated that the patient was in a confused state, and unplugged the mpu from the wall; this was determined to be the root cause of the reported event. The device history records were not reviewed, as the serial number of the unit was not provided. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 - serial number was requested but not provided and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the family and patient stated that they had accidentally unplugged their left ventricular assist device (lvad) for approximately 1 hour. The mobile power unit was reported as functioning as normal and had a v-lock connector on the ac power cord. A lvad interrogation was performed and found a no external power alarm that occurred on (B)(6) 2024. No other pump off alarms were found. The log files were reviewed and found the event log file captured a couple of instances of low voltage/no external power events on (B)(6) 2024 while using the mobile power unit (mpu). There appeared to be a total loss of power to the mpu in both instances enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. There were no interruption to lvad support during these times.